Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not showing up in pyxis. The technical support specialist (tss) reviewed the order and verified that the repeat pattern code was set to once before breakfast. The specialist also reviewed the frequency code and confirmed it was mapped to once one time only. The customer was informed that this was a one-time-only order, and the customer agreed. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order was not showing up. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.